Event description:
It was reported that the surgeon was taping with the expedium 5mm tap prior to placement of a screw when the tap snapped a few inches above the threads. The threaded portion of the tap was removed from the pedicle using a needle driver and there were no adverse consequences to the patient. It was reported that there may have been levering on the tap to medialize the screw trajectory.

Manufacturer narrative:
A follow up report will be filed upon receipt of the device and completion of the investigation.

Manufacturer narrative:
While it was initially identified that a product sample was available, 131 days have passed and 3 requests for the sample have been made without arrival of the product sample. A response was received from the sales rep indicating that the location of the sample following sterilization is unknown at this time. A device history record (DHR) cannot be performed as the device lot number is unknown and as such a review of manufacturing records cannot be completed. A 12 month review of the complaint trend analysis for the 5 mm dual lead tap was conducted on the product code retuning no other complaints reported for breakage. Without a product sample we are unable to confirm the reported issue or identify the root cause. Without an identified manufacturing issue or systemic trend the complaint will be closed with no further action required. If the device is located and returned for evaluation, the complaint file will be re-opened and the product evaluated. Device not returned for evaluation.